Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, non-emergency treatment was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and found that the power supply of detector was faulty. The fse replaced the power supply of detector. The faulty detector was returned to philips for further analysis. The cause of the faulty power supply detector cannot be confirmed by suppliers¿ analysis. However, there was loose or broken element in the unit. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.